Manufacturer narrative:
(B)(4). Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Pentax medical was made aware of a complaint on 09-may-2019 stating "brush stuck/broken in channel" involving pentax model number eg-3670urk, serial number (B)(4). The user also stated that the failure occurred during reprocessing. The long term loaner gastroscope was received by pentax medical for evaluation on 13-may-2019. During evaluation of the endoscope under service order (B)(4), the pentax medical service repair technician found the "primary operation channel blocked" confirming the customer's complaint and documenting the following additional findings on 07-jun-2019: leak at biopsy channel (large/ primary) distal side, failed dry leak test, failed wet leak test, eus cable single/ long buckled at junction root brace, insertion tube mild crush at stage 1. The device underwent repairs including the following components: air/balloon return tube, a/w/operation channel, bending rubber, air/water supply tube lg, ud pulley assy, rl pulley assy, warning label, pivot for control knob. On 09-nov-2020, a device history record(DHR) review for model number eg-3670urk, serial number (B)(4) was performed under ivai-20-110026, the DHR review confirmed the endoscope was manufactured on 23-jun-2010 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2010. Pentax medical model number eg-3670urk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2010. Instructions for use(IFU), includes the following warning section "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The gastroscope was put back into the loaner inventory after being repair and approved by final qc on 05-aug-2019.